Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 4.5, lab: 11.0. Therapeutic range 2.5-3.0. Compared two hrs apart. Pt self tester went to the hospital on (B)(6) 2013 for bleeding nose; was unable to stop bleeding for eight hrs. Pt was given vitamin k at the hospital and was later admitted for heart failure.

Manufacturer narrative:
Investigation pending.